Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician retrieved the optease filter from the patient¿s body except for a fractured and separated strut that remained embedded in the vessel wall of the vena cava. The physician tried several attempts to ¿lasso¿ the strut out of vessel and retrieve the strut but was unable to do so as the strut was solidly embedded into the vena cava vessel wall. The physician has decided not to further intervene to avoid a migration of the strut. The patient is well and there were no patient injuries involved. The patient has been discharged home in the meantime. The vessel was not calcified, there was no tortuosity, and the device was not used for a total chronic occlusion. No unusual force was used during the procedure. The indication for ivc filter placement was a free-floating clot in the femoral vein. The inferior vena cava (ivc) filter was retrieved two months and fifteen days post implantation. The physician is well aware that this time exceeds the recommended retrieval of twelve days by far, however the patient¿s condition made it necessary to leave the ivc filter insitu for the aforementioned period of time. The physician has never experienced issues when retrieving the ivc filter after a period of time exceeding the twelve days. No procedural films are available. The device was discarded upon retrieval.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h1, h2, and h6 have been updated accordingly. As reported, the physician retrieved the optease filter from the patient¿s body except for a fractured and separated strut that remained embedded in the vessel wall of the vena cava. The physician tried several attempts to ¿lasso¿ the strut out of vessel and retrieve the strut but was unable to do so as the strut was solidly embedded into the vena cava vessel wall. The physician has decided not to further intervene to avoid a migration of the strut. The patient is well and there were no patient injuries involved. The patient has been discharged home in the meantime. The vessel was not calcified, there was no tortuosity, and the device was not used for a total chronic occlusion. No unusual force was used during the procedure. The indication for ivc filter placement was a free-floating clot in the femoral vein. The inferior vena cava (ivc) filter was retrieved two months and fifteen days post implantation. The physician understands this time exceeds the recommended retrieval of twelve days by far, however the patient¿s condition made it necessary to leave the ivc filter insitu for the aforementioned period of time. The physician has never experienced issues when retrieving the ivc filter after a period of time exceeding the twelve days. No procedural films are available. The device was discarded upon retrieval. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One angiographic image received of what appears to be two wires from an unknown device the inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Without the limited information provided, the exact cause of the reported ¿filter-fractured-separated-in patient¿ could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.